Event description:
While injecting at high pressure during a left ventriculogram, the rotator of the high pressure tube was broken off. There was no pt or clinician harm or injury as a result of this event.

Manufacturer narrative:
Although merit medical systems anticipates the return of the product in question, it has not yet arrived. A f/u report will be submitted when the product has been returned and the investigation is complete.